Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors have blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the right atrial lead was oversensing and had poor atrial sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.